Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/aorta perforation, anxiety, embedded device, and tilt. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and device tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right femoral vein due to trauma from a motor vehicle accident. Patient is alleging vena cava perforation and an embedded device. It was further alleged that "[the patient] suffered from anxiety and stress wondering if the filter would ever be able to be removed." The patient reported that an unsuccessful filter retrieval attempt was performed on (B)(6) 2017 due to history of trauma and dvt (deep vein thrombosis) and a successful retrieval attempt was performed on (B)(6) 2017 due to "penetrating celect ivc filter." Per an attempted retrieval report dated (B)(6) 2017, "no thrombus in ivc. We attempted to snare the hook of the filter however the snare loop keeps slipping off of it and we were not able to get around it or capture it. This was attempted with multiple radiological view angles and under magnification. Therefore we aborted the procedure. The access site is clean with no hematoma." Per a successful retrieval report dated (B)(6) 2017, "successful complex retrieval of an embedded and penetrating celect ivc filter." "The filter was completely removed." Per a report from CT dated (B)(6) 2017 "superior extent of ivc filter at the l1-l2 disc space. Inferior extent at inferior l3 vertebral body. Inferior six ivc filter prongs have perforated the ivc. Maximum perforation of ivc prongs is 12 mm. A prong has perforated from the left ivc into the aorta. Coronal images with no tilt of ivc filter. Sagittal images 8 degree tilt of ivc filter anterior to posterior."